Event description:
Defective 30 ml syringe (lot number 2214360) was found with brown substance inside before being used in the central pharmacy of (B)(6). All syringes in this lot were removed from inventory in the central pharmacy.